Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that the insulin pump had a blank display. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose by bolus. The customer's spouse stated that the display did return after inserting a new battery. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.